Event description:
It was reported that there was a telemetry issue and there was no telemetry with a physician programmer. It was noted that the patient had tried to charge the implantable neurostimulator (ins) for an hour but the ins would not ¿wake up¿ or respond. It was noted that there were no falls or trauma and the patient did not have any treatment or scars that were related to the loss of telemetry. It was noted that there were no changes at the ins pocket. It was noted that an ins overdischarge was suspected. It was noted that the patient was unable to charge. It was noted that the patient had the device off for months because the patient had trouble charging it and was not getting any coupling bars. It was noted that the two devices were only about 6 inches apart, where one was in the upper right side and one was in the right buttock. It was noted that the patient lost the ability to charge suddenly about six months ago. It was noted that the patient had been getting 8 bars in the past and was charging 3 to 4 times a month before they lost coupling. It was noted that the patient had two different rechargers and the affected ins did not charge with either of the rechargers. It was noted that an antenna locate feature was between 42 and 62 over 2 attempts. It was noted that the patient was still unable to charge after the antenna locate. It was noted that 2 brief physician mode recharge (pmr) sessions were tried but this did not resolve telemetry. Additional information received reported the manufacturer representative believed that an overdischarge was confirmed. It was noted that the cause of the overdischarge was unknown. It was noted that a pmr was not performed. It was noted that the patient was asked to schedule another doctor appointment to do this. It was noted that the patient had a lack of therapy. It was noted that no other troubleshooting was performed. It was noted that the patient outcome was unknown.

Manufacturer narrative:
Concomitant products: product ID 355531, lot# n326130, implanted: (B)(6) 2012, product type screening device; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n325934, implanted: (B)(6) 2012, product type accessory; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).